Manufacturer narrative:
The insulin pump alarmed rf pic failed self-test during the self-test and lost sensor alarm due to faulty radio frequency board. The pump was unable to verify weak signal alarm due to lost sensor alarm. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a rf pic failed self-test alarm from the insulin pump. The customer was advised to remove the sensor. The customer will be sent a replacement pump.